Manufacturer narrative:
H6 device problem, corrected data: the initial reporter inadvertently left off a relevant code.

Event description:
The patient was seen with a low impedance warning message (<600 ohms). Per the physician it is believed that the low impedance is caused by a breakdown of the lead silicone causing the positive and negative electrode to touch. The patient has no reports of recent trauma, diagnostics presented with a low impedance <600 ohms warning. Patient is scheduled for replacement surgery, it has not occurred to date. No other relevant information has been received to date.